Event description:
Additional information received: a. Which part of the pinnacle head trial was broken? The head trial was scratched. B. Did it break into two or more pieces? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : broken and worn pinnacle head trial 32 +5. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the device exhibits numerous scratches along its surface. The investigation was able to confirm the reported event. No other problem identified. The stripped condition was not confirmed, only scratches were observed over the surface. Potential cause can be attributed to unintended use error while disassembling the device without proper care by getting the device in contact with a sharp device, causing deep scratches. A functional test was unable to be performed since it was not applicable to the complaint condition. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the artic/eze tr ball grvd 32+5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
It was reported that the pinnacle head trial 32 +5 is broken and worn. Reported by cssd staff, there was no adverse reaction.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.